Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
The french prestataire reported a "cannula mechanism problem," which may indicate a needle mechanism failure. It is unknown whether the patient wore the pod or how long it was used. No impact on the patient's glucose levels was reported.